Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for anemia, and a gastrointestinal bleed was suspected. The patient's inr was 2.7. Prior to admission the patient was home with an inr of 3.0. The patient experienced fatigue, muscle weakness, and was not eating. A single non-bleeding colonic angioectasia was found during workup. A clip (mr conditional) was placed. There was friability with contact bleeding in the rectum. The patient received a total of 8 units packed red blood cells and was discharged home. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Review of the submitted system controller log file confirmed the report of elevated power and pulsatility (pi) events; however, specific cause for these findings could not conclusively be determined. The submitted log file captured multiple transient elevations in power and flow up to 10.1 w and 12 lpm on 11 jan 2018, 12 jan 2018, and 18 jan 2018. These elevations appeared to be associated with pi events. The data logger was not turned on, and all of the data was captured during events. There were no hazard alarms noted in the file and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The heartmate ii instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The IFU also provides information regarding pump speed, power, flow, and pi and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.